Event description:
A pt passed away while spacelabs pt monitor was in use with the pt. The customer wanted to know if the monitor was in the alarm suspend mode.

Manufacturer narrative:
Testing carried out by spacelabs' field service engineer (fse) in the hospital confirmed that the pt monitor worked to specifications and all alarms occurred correctly. The fse verified that the module was in the alarm suspend mode during the time of the event and showed the customer how to make this determination. The customer indicated that the pt was elderly and was a do not resuscitate pt. This report is considered final and the issue is closed.